Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had been exhibiting chronically high threshold readings and that lead vegetation was suspected to be present on both the ra and the right ventricular (rv) leads. The implanted system was removed due to infection. No further patient complications have been reported as a result of this event.